Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 10/25/2013 - reuse. Electrode belt sn (B)(4): 10/21/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was conscious and in an ambulance at the time of the event. The patient was treated six times on (B)(6) 2015 at 08:57:36, 09:13:01, 09:13:26, 09:13:55, 09:14:17 and 09:14:43. Rapid atrial fibrillation (af) and multiple counting of tall t-waves contributed to the false detections. A review of the downloaded data indicates that the response buttons were pressed intermittently during the event but not during the treatment sequence that resulted in the defibrillation shock. The patient was admitted to the hospital, and is to receive an ICD.